Manufacturer narrative:
Correction: b1 adverse event/product problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to symptoms. The health care professional (hcp) interrogated the ICD device and called technical services (ts) to request review of device stored data and evaluation of the device. It was noted that the device had recorded non-sustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes. Upon review, the presenting electrogram (egm) showed that the patient appeared to have been in a combined ventricular fibrillation (vf) and atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmias. Further review of the egm, ts reported that a shock and anti-tachycardia pacing (atp) therapies were delivered to convert the vf, however since the patient also had an atrial arrhythmia with possible rvr, the therapy was considered to be inappropriate. The device successfully converted the rhythm. The presenting egm showed the device operating as programmed. Ts recommended for cardiology to be consulted for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to symptoms. The health care professional (hcp) interrogated the ICD device and called technical services (ts) to request review of device stored data and evaluation of the device. It was noted that the device had recorded non-sustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes. Upon review, the presenting electrogram (egm) showed that the patient appeared to have been in a combined ventricular fibrillation (vf) and atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmias. Further review of the egm, ts reported that a shock and anti-tachycardia pacing (atp) therapies were delivered to convert the vf, however since the patient also had an atrial arrhythmia with possible rvr, the therapy was considered to be inappropriate. The device successfully converted the rhythm. The presenting egm showed the device operating as programmed. Ts recommended for cardiology to be consulted for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.